Event description:
During device analysis inspection found that the thermal damage on pyxibus cable, expired wires and white powdery residues. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer cable had thermal damage. A field service engineer replaced the pyxibus cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.